Event description:
It was reported that, "the insert would not lock into the baseplate. Surgeon requested another insert."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Hosp policy. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.